Event description:
A surgeon reported a pt with impaired vision due to a line in the intraocular lens (iol) following implant surgery. The iol was replaced, and the pt "did not have discomfort anymore." Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was bent-distal area. The optic had large parallel scraped areas, which extended from edge to edge across the center of the posterior and anterior surfaces. Other cracks and scratches were also observed. No line/crease observed, however, the scraped areas might have been interpreted as the reported complaint. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. This report was mailed to FDA on: 09/04/2009.